Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test. No unexpected error alarms were noted during testing. However, an alarm was noted in the history screen due to corrupted history files. The insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump communicated properly with the test transmitter and glucose sensor simulator. No unexpected sensor error alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported that he received multiple alarms on the insulin pump. The customer's blood glucose was not known. Troubleshooting was being performed for the errors when the customer received a button error alarm and could not continue to troubleshoot. The customer was advised to revert to a back-up plan. Nothing further was reported.